Event description:
On (B)(6) 2025, the patient was seen in clinic with fever and wound dehiscence. He was prescribed a 14 day course of IV keflex. At follow up in (B)(6) 2026, improvement of the incision site was noted. In (B)(6) 2026, the patient returned with recurrent wound dehiscence and purulent drainage. On (B)(6) 2026, he underwent explantation of the rns system (neurostimulator and two leads) with irrigation and debridement of the infected area. Initial cultures grew staphylococcus epidermidis, and he was treated with IV vancomycin and cefepime through (B)(6) 2026. On (B)(6) 2026, due to persistent wound healing difficulties, the patient returned to the operating room for repeat irrigation and debridement. Cultures were positive for staphylococcus capitis. He was treated with four weeks of IV vancomycin and two weeks of linezolid. On evaluation on 5/4/26, the wound was noted to be healed.

Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.